Event description:
Cement box was opened and found the ampul bottle was broken, but the box was intact.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, b5, e1 (initial reporter facility name) and h6 (impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated the ampule torn out in the cement packet so the surgery got delayed. In the middle of the surgery they went to the dealers office to get another cement packets and it took almost 45 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was returned. All photo evidence were reviewed and it was observed that the ampule bottle was broken, therefore the allegation can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device lot: 3630239 (p/n: 3315040) and no non-conformances or manufacturing irregularities related to the malfunction were identified.